Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had data sync setup error. A technical support specialist dialed into the server and identified the stations that had been deleted mistakenly and proceeded to reverse the deletions. The tss confirmed that certain devices were fully resynced due to communication issues with the server. Log review during the deletion timeframe revealed no errors or issues. The tss applied knowledge article " station undelete - es 1.5+", which resolved the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all stations show a data sync setup error at login, preventing access to the fridge and vaccine retrieval. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all stations show a data sync setup error at login, preventing access to the fridge and vaccine retrieval. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.